Manufacturer narrative:
A field services engineer (fse) was dispatched to the customer's site to further troubleshoot the issue. Following troubleshooting the system, the fse replaced the common compute controller (ccc) on the vision side cart (vsc) and communication was re-established. Intuitive surgical inc. (Isi) received the ccc associated with this complaint. For in-house failure analysis testing, the unit was installed into test bench and powered on with a power supply. This unit was confirmed to be bricked. To address the issue, the unit will be reprogrammed to the released software.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the da vinci system would not successfully complete the initial self-test, requiring the procedure to be aborted prior to the patient entering the operating room. The technical support engineer (tse) was contacted and was unable to pull any logs for review. The system was turned on but was not completing self-test and the power button on the patient side cart (psc) was flashing blue. After trouble shooting, and power cycling the system along with disconnecting the blue fiber cables, the system would still not complete a self-test. No errors or messages were displayed on the screen; the customer was required to abort the intended procedure. The patient had not entered the operating room; the procedure had not started.